Event description:
The customer reported that the reusable menstrual disc could not be removed by the customer. The customer went to the ob-gyn to have the device removed twice. No reported clinical signs or symptoms, or conditions. Flex made three good-faith efforts to follow up with the customer via email in order to obtain additional information; however, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.